Manufacturer narrative:
H3 device evaluation: the ams advance xp sling system returned unused, unopened and sealed. The packaging was inspected; all components except the trocars were returned. The trocars were not returned with the packaging. Product analysis was unable to confirm the reported events.

Event description:
It was reported that after the representative opened the box of material for an advance xp and deliver the retractors to the physicians, the representative realized that there was not a second box with the passing needles in the kit. The representative confirmed that no other individual had removed anything from the box. There was no deformity in the packing. The seal was intact. There were no other missing components. The box was only opened and prepped by one representative. A second kit was opened and the physicians used the needle from the other kit.

Event description:
It was reported that after the representative opened the box of material for an advance xp and deliver the retractors to the physicians, the representative realized that there was not a second box with the passing needles in the kit. The representative confirmed that no other individual had removed anything from the box.. A second kit was opened and the physicians used the needle from the other kit. Additional information received indicated there was no deformity in the packing. The seal was intact. There were no other missing components. The box was only opened and prepped by one representative.